Manufacturer narrative:
(B)(4) date sent; 11/19/2024. Additional information received: event details start date: 28 dec 2023 alert date: on (B)(6) 2024 country of event: us adverse event term: persistent cough. Patient details procedure details date of procedure: (B)(6) 2023, procedure group: lung resection, what procedure was performed (gastric)? Blank what lung resection procedure was performed? Lobectomy: no segmentectomy: no wedge resection: yes, lung volume reduction surgery: no other: no if other, specify: blank, additional event details site awareness date: 15 nov 2024 end date: blank severity: mild is the adverse event serious? No death: no date of death: blank. A life threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to a fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: possible. Intervention/treatment: none: yes drug therapy: no surgical procedure, therapy, or intervention: no specify: blank date of procedure: blank non-surgical procedure, therapy, or intervention: no specify: blank date of non-surgical procedure: blank blood transfusion: no other: no if other, specify: blank outcome: not recovered/not resolved. If event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: na (if does not meet above criteria) if event is serious and procedure related, in the opinion of the investigator, is the adverse event expected/anticipated?: na (if does not meet above criteria) did this event result in the subject's discontinuation of the study?: no stapler information (note: multiple instances of the same stapler indicate subsequent firings with new cartridges) endocutter firing number: 1 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 2 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 3 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 4 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 5 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: no if no, specify the details of the irregular, missing or malformed staples: the staple cartridge fell off. Endocutter firing number: 6 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 7 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 8 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 9 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 10 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: blue if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank.

Event description:
It was reported that irregular or missing staple line or malformed or irregular shaped staples. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. D4: batch # unk. Regarding "is the staple line integrity acceptable: no", if the device stapled, was the staple line complete? 2. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? What was the surgical procedure? Vats left upper lobe wedge resection please provide more detail regarding the malformed staples. The stapler did not fire, I was initially under the impression it did because of the whirring noise it had made. The blade did not go through any lung tissue, the device registered there was no cartridge and backed itself out. Dr. Fuller explained that the cartridge must have become dislodged while he was maneuvering. The angle and incision location made the target staple line difficult to reach. We don¿t see any fault with the device. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2024. Additional information received: outcome: not recovered/not resolved: recovered/resolved without sequelae.